Event description:
The pt reported she had pain from her knee to her ankle and the stimulation was making the pain worse. In addition, the pt reported her leg was swollen. The scs system targets her leg for pain relief. Follow up with the pt two days later found the issue was caused by the walking the pt had been doing.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.